Manufacturer narrative:
Oxygen was coming through tubing but blowing out of side valve. Bag would not inflate & could not get oxygen to patient. The complaint reported "oxygen was coming through tubing but blowing out of side valve. Bag would not inflate & could not get oxygen to patient." The complaint investigation was performed based on the content of the issue reported. Based on the complaint report the issue was found during use. However, no patient was harmed. There were no photo images or videos provided for evaluation; therefore, the complaint unconfirmed and no root cause was identified. We will continue to monitor trends during our periodic complaint review meetings. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the second (2) complaint reported for part number af5140mbp for leaking. There was no other complaint reported for part number af5140mbp during the same timeframe. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Oxygen was coming through tubing but blowing out of side valve. Bag would not inflate & could not get oxygen to patient.

Event description:
Oxygen was coming through tubing but blowing out of side valve. Bag would not inflate & could not get oxygen to patient.

Manufacturer narrative:
Oxygen was coming through tubing but blowing out of side valve. Bag would not inflate & could not get oxygen to patient.